Event description:
Multiple collection pressure alarms occurred while using the cellex instrument. We were unable to resolve the alarms even with adjusting the collection rate and pressure. A short time after the unresolved alarms occurred, a massive leak in the centrifuge area occurred. The drive tube appeared to be fractured. Blood was splashed over the entire centrifuge area. Whole blood that was processed was wasted. The amount of the waste was 158ml. The treatment was aborted. The patient remained stable and no injury was noted.